Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 12 x 2.50mm taxus® liberté® drug eluting stent was advanced and deployed to treat the lesion; however, it was noted that the stent was not well apposed. Subsequently, the stent was post-dilated with a balloon catheter at 24 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was stable.